Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 18 may 2026 a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a steerable delivery sheath for a left atrial appendage (laa) closure. The patient's xerelto was stopped three days prior to the procedure. During the procedure, the left atrial pressure was 11 mm hg. Heparin 10,000 units was given. The activating clotting time was 296 seconds, and an additional heparin 3000 units given. The heart rhythm was normal sinus. Transseptal puncture (tsp) was made at the superior mid location. The septum was aneurysmal and the location of the first transseptal slipped superior instead of staying inferior. A second tsp was made at the inferior mid location. The device was partially recaptured three times. The wire position was in the left upper pulmonary vein. The device was implanted. Protamine was given. About 4 hours post procedure, the patient developed chest pressure and generalized weakness. A cardiac computed tomography (CT) was performed and identified a circumferential effusion in the low right atrium near the ostium of the inferior vena cava. It was concluded that a cardiac tamponade was present. A pericardiocentesis was completed and drained about 200 cc. The patient was on dual antiplatelet therapy at the time of the pedicardial effusion. The patient's pressures normalized and remained stable. The physician believes that the pericardial effusion was related to the second tsp. He does not believe this event was device related.